Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. E.1 initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident. It was determined that the stations remained on critical override and were disconnected after the server upgrade. A technical support specialist (tss) confirmed that the issue was related to an ongoing server upgrade, during which intermittent disruptions caused critical overrides and disconnections. After the upgrade was completed, tss verified that the issue was resolved and monitored the affected stations, confirming no further critical override or disconnection. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all station was on critical override and in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.